Event description:
During a coronary drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The lesion being treated was located in a stenosed unknown vessel just before the bifurcation. The physician attempted to cross the pre dilated lesion with a taxus express2 2.75x32 mm drug eluting stent but was unsuccessful. When he removed the stent he observed that the proximal stent struts were raised. N0 pt complications wre reported and the pt's status is satisfactory/good.